Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while brushing the teethes. The technical services (ts) indicated that the noisy signals are more likely from muscular activity and discussed troubleshooting options. No adverse patient effects were reported.